Event description:
The user facility reported no power to field monitors.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the harmony iq integration system and found that the power supply housing and modules in the harmony iq panel required replacement. The technician replaced the required components, tested the unit, and returned it to service. The user facility has not reported any issues since the power supply components were replaced.

Event description:
No injuries or procedural delays/cancellations were reported.